Event description:
Boston scientific received information that during an explant procedure this left ventricular lead was fractured. The lead was explanted and will be returned. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.

Manufacturer narrative:
Additional information provided noted that this lead will be returned for analysis.